Manufacturer narrative:
Findings: pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Moisture damage was found on electronic and motor assembly. Unit was received with missing display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window corner, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 185 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.